Manufacturer narrative:
Based on the claim against the product by the customer noting firing issue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical inc. (Isi) has not received the instrument associated with this event to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the instrument failed to work and a wire was broken. The broken wire can be the conductor wire. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps instrument failed to energize. The customer received phone assistance from the technical support engineer (tse). Tse checked the system logs and there was no suspicious logs in the system. The customer confirmed that the instrument was reseated and the energy cord was already replaced. The tse suggested to reboot integrated electrosurgical unit (iesu) erbe generator; however, issue persisted. Tse suggested to change the instrument. The customer confirmed issue resolved after changing instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument stopped working during the procedure as the wire broke off. There was no allegation of sparking/arcing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a dislodged conductor wire at the proximal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed the electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. There were no broken cables observed on the distal end. Additional observation not reported by site were also identified: the maryland bipolar forceps instrument was found to have dried residue on the clamping pulleys.